Manufacturer narrative:
Device was not able to be interrogated when received. Device image could not be saved due to loss of telemetry and no data could be retrieved. Further analysis performed after installing a new battery exhibited normal device characteristics. The original battery has depleted to eol level due to normal usage. Longevity assessment was performed, and device was in the normal range of operation exceeding projected longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the implantable cardiac monitor (icm) showed a failure to interrogate and premature battery depletion on (B)(6) 2021. The patient presented in clinic for a procedure on (B)(6) 2021 where the icm was removed. The patient was stable.